Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use on the patient for 275 days ((B)(6) 2021 until (B)(6) 2022). We have reviewed the production records of the excor blood pump, s/n (B)(4),this pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart to report that a patient supported with the excor system in the lvad configuration had developed hemolysis. The site suspected the pump as a root cause for hemolysis. No evidence of valve noises were reported. The site reported that on (B)(6) 2022 the ldh level increased to 993 and that the upper limit of normal for the site was 248. On (B)(6) 2022 the ldh peaked at 2290. The level remained elevated between 1640 and 808. The last reported ldh value was 1170 on (B)(6) 2022, prior to the pump change on (B)(6) 2022. No ldh values were reported following the pump exchange. The pump in question was exchanged by qualified personnel on (B)(6) 2022. The patient is doing fine.

Manufacturer narrative:
The excor blood pump (sn: (B)(6) was evaluated by berlin heart gmbh. The visual inspection of the returned blood pump did not reveal any abnormalities. The blood pump was tested for functional performance. The pump performance met the specifications. Noise was detected during the test. In addition to the normal pumping noises, a soft whistling noise could also be perceived at the outlet valve of the blood pump with all settings. A slight vibration of the valve leaflets was detected. Analysis of the valve leaflets showed no defects. It was detected that the thickness profile of the leaflets in the valve varied slightly, however, the leaflets were within production specifications. For the internal inspection, the blood pump was disassembled, and the individual membrane layers were examined. All three layers of the membrane are intact. During the failure investigation, a soft whistling noise has been confirmed. The valves were tested during production at berlin heart and records showed that all valves were in specification. During operation on the patient, a squeaking noise can sometimes occur on the pu valves. This effect only occurs in a valve-dependent pressure range in the blocking direction of the valve. The pressure at the valve is strongly dependent on the patient's circular system, the implanted cannulae, and the patient's blood properties. Therefore, the squeaking may start or stop when the drive parameters are changed or the patient's mobility changes. Analyses performed previously indicated that the squeaking of the valves resulted from vibration of the valve leaflets. Since the squeaking noise reported by the customer could reproduced, a correlation between the pump and the increased hemolysis values of the patient cannot be excluded. Berlin heart gmbh, the manufacturer of the blood pump has implemented additional testing to identify the blood pumps with squeaking valves during production and the pump in question was produced before the introduced this test.